Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 23:13:56. During night drain cycle four, the patient's ultrafiltration reading was 1688ml, indicating the home patient (hp) drained 1688ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The device passed electrical and functional testing including flow testing, fluid pressure testing, and simulated use testing. The cause was determined to be one or more cycles advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.